Event description:
Eye infection due to contact lens wear -fungal keratitis- resulting in permanent scarring on eye. I had to stop wearing lenses for a short time due to pain. I don't have insurance so I had to self treat this infection before I went in for my annual eye exam. My dr told me that there was some permanent damage on my eye. I treated it with colloidal silver. This is not the first time I have gotten this. I had all the symptoms related to this infection including very sensitive to light and discharge, and excruciating pain.